Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during replacement of the right chest implantable neurostimulator (ins) due to normal battery depletion, the surgeon believes that the extension may have been nicked during use of electrocautery. The manufacturer representative (rep) stated they tested impedances which came back as normal and to their knowledge, there is no physical damage. There was no patient harm or complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative regarding the evaluation of a possible nicked extension. Multiple impedance checks have been performed as part of the diagnostics and troubleshooting process. At this time, the device remains implanted and has not been returned. All information shared has been confirmed and provided by the physician.